Event description:
The emergency medical services (ems) crew responded to a pt with an unk downtime. There were two sets of conmed pro-pad electrodes used on the pt. It was reported that the first set of electrodes initially functioned properly, showing asystole and cardiac compressions on the monitor. During the compressions the crew noticed that the electrodes were peeling up and no longer adhering to the pt. The pt's chest was shaved and the second set of pads were applied; however, the device immediately prompted "connect electrodes". The ems crew then switched to another lead to monitor through a 3-lead ECG cable, where they observed ventricular fibrillation (v-fib). They then switched to the hard-paddles and defibrillated the pt. The pt was not resuscitated. The customer stated that he does not believe that the delay impacted pt care, as the pt's ECG showed asystole.

Manufacturer narrative:
(B) (4): the device and the electrodes are being sent to the (B) (4) institute for a 3rd party eval. It is unk when this examination will be completed. The customer has quarantined all of their conmed electrodes and is using physio brand quik-combo electrodes until they receive more info. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.